Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the inside of the light guide lens was dirty. The forceps elevator was also found to have yellow foreign material. This is attributed to insufficient cleaning. Other observations for the device are distal end rubber coating (a-rubber) adhesive has wear and connecting tube has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection with no reported malfunction. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the inside of the light guide lens was dirty. The forceps elevator was also found to have yellow foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issues of inside of light guide lens being dirty and foreign material found in forceps elevator during device evaluation.

Event description:
Addendum oct 11, 2022: the procedure prior to the device being sent for annual inspection was a normal endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was tested prior to use for this procedure by doing a leak test and image test. Customer follows the reprocessing steps per the training. This device was pre-cleaned immediately after the procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The center of the light guide lens (lg) is not cracked. The identity of foreign material found is not known. Customer provided information of reprocessing at the facility. An air water channel cleaning adapter is being used for pre-cleaning, which is performed immediately after a procedure following the steps of the training provided. Detergent is used for pre-cleaning. Endoscope channels are being brushed during manual cleaning with a reusable brush. Model number and brand are not known. However, the brush is the same even for a new scope. Cleaning and disinfectant solutions used with the endoscope are cidex opa. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed and operated in detergent solution. It is also flushed appropriately. The distal end is brushed with the channel-opening brush or maj-1888. If the manual cleaning is not performed within the hour of the procedure being completed, pre-soaking is performed. An automatic endoscopy reprocessor (aer) is not used. Reprocessing is only done manually. After wiping with gauze, the endoscope is immediately stored by hanging.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to foreign mater from due to insufficient or incorrect reprocessing of the scope the scope. The following information is stated in the instructions for use (IFU): ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.